Event description:
Reporter states the end user was at a friend's home outside on the sidewalk when the chair tilted forward and the left leg was caught in the foot rest. The end user fell out of the chair and fractured both legs.